Manufacturer narrative:
D5,h4: information anticipated, but unavailable at this time. Results of evaluation: conclusion: based upon the information received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. Cartridge b was returned with the middle alignment finger broken off and was missing the lockout tab. No conclusion could be reached as to how this damage occurred. Comments: some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve products.

Event description:
The device was used during a laparoscopic hysterectomy. The stapler head broke on the third firing. There was no consequence to the pt. 09/24/96-rep responded all pieces were retrieved laparoscopically.